Event description:
The customer reported that when the therapy knob is rotated, it "cannot work sensitively". There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.